Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - device code description changed analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode trend analysis: the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: ((B)(6) 2022) the device was returned to the factory for evaluation on (B)(6) 2021. A visual inspection was conducted. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be in two pieces outside the plastic protective barrier. No other visual defects were observed. An investigation was conducted on (B)(6) 2021. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be in two pieces. No other visual defects were observed. The handle was able to be put back together with no physical or visual defects observed. Based on the returned condition of the device, the reported failure "break; handle" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cannula broke into two pieces upon opening kit. Item not used on patient. Had to open new kit to finish the case. No case delay. No additional incisions. No patient harm.